Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave correction insulin injection by pen or syringe, and did not require 3rd party assistance. Technical support reset pump malfunction alarm, after which problem did not recur and customer was advised to continue using pump and to call back if malfunction returned.